Event description:
It was reported that false atrial fibrillation alerts determined to be undersensed r waves was observed on the implantable cardiac monitor. Programming changes were recommended for completion at a future visit in clinic. There were no patient related symptoms. The patient was stable.